Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure? What anatomical structure was device fired on when issue occurred? What the device difficult to close or fire? Where any unusual sounds noticed when firing? Were the staples found in a b-shape or malformed? Was the surgery converted to over-sew? What was the approximate blood loss? How many units were given to patient? What is the current patient status?

Event description:
It was reported that during thoracic surgery underlap resection, lap. Right side. Instrument did not staple but cut. (Only later in resectate staples were found.) Bleeding, 1-2 liters of blood were needed. Overstiched. Patients have had cerebral hemorrhage after surgery.

Manufacturer narrative:
(B)(4). Batch # p57x06. Additional information was requested and received: what were the indications for surgery? -no information provided by hospital for reasons of data protection. What was the surgical procedure? Lobectomy. What anatomical structure was device fired on when issue occurred? Pulmonary vein . What the device difficult to close or fire? No . Where any unusual sounds noticed when firing? No. Were the staples found in a b-shape or malformed? B-shaped staples were found. Was the surgery converted to over-sew? Yes. What was the approximate blood loss? 1-2 litres. How many units were given to patient? Unknown. What is the current patient status? After stroke female patient is in bad condition with severe longterm medical effects. Tr45w lot # p4rh83 exp. 2022-04-30 this lot # includes the following batch #¿s p55806 mfg. 2017-01-23. P5554e mfg. 2017-01-17 . P5570g mfg. 2017-01-20 . P55a1a mfg. 2017-01-27 . P5529m mfg. 2017-01-10 . The lot/batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batches. The device batch # p57x06 is packaged in the following lot #¿s: p93l60 . P93m1f . P93n74 . P93p7m . The lot/batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batches..